Event description:
Sales representative reported "'capsular contracture', the doctor diagnosed that the patient has had capsular contracture, confirmed no change of the event". Later sales representative reported "the physician reported "the patient had "not recovered," and there is capsular contracture due to insertion of the implant". Later sales representative reported "not recovered, high possibility, capsular contracture surrounding the implant presented". Later sales representative reported "adverse event not recovered". Later sales representative reported "capsular contracture grade was 4, adverse event not recovered". Later sales representative reported "adverse event not recovered, capsular contracture was confirmed but there was no pain". Later sales representative reported "capsular contracture. Not recovered. Significant progression of contracture. Grade was 3. Capsular contracture was confirmed around implant." Later sales representative reported "adverse event not recovered". Later sales representative reported "capsular contracture". Later sales representative reported "not recovered, no big changes than one year ago, sizes are different". This record is for the left side. Device remains implanted.

Manufacturer narrative:
This is a follow up to emdr: 9617229-2021-57952. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade IV. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, e.1, e.2. A review of the device history record has been completed. No deviations or non-conformances noted.